Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has lost weight. As a result, the ipg protrudes and catches on things. The pt wears a dressing on the ipg to prevent this issue. Surgical intervention is planned to address the issue.